Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision: loose acetabular component. Pt reportedly had srom implanted many years ago in america. Nil notes or information is available. Pt presented with # pelvis, acetabular component (unknown) revised as it was loose and srom stem/head was removed and replaced. Sleeve remained well fixed. Impacted product: unknown jrn= 1 x srom stem 18x13x160 36 neck, not available discarded.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.